Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer experienced an elevated blood glucose (bg) level reading of "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. The customer continued to use the pump for insulin therapy.